Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the patient called the hotline and stated that the pump is alarming no disposable clamp tubing would not run. Patient was instructed to hit start/stop button to silence alarm, review the settings and power pump off. The patient closed the clamp and removed the cassette, then gently tapped the cassette to disperse air bubbles in the line and pressed the green release. Replaced the cassette and powered pump but the pump continued to alarm. The patient turned the pump off and removed the cassette, gently tapped the cassette and massaged the line to disperse the air bubbles in the line and pressed the green release. Patient replaced the cassette and powered the pump on, however, the pump continued to alarm. The pump was turned off. Patient stated that will go to the clinic around noon time later that day. No patient injury was reported.